Event description:
It was reported that due to fiber damage and unexplainable burning of the universal light guide, the screen colored yellow. There was a delay greater than 30 minutes. No patient injury was reported.